Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump case fell off the customer's belt causing the infusion set tubing to break in half. Blood glucose level was 92 mg/dl.